Event description:
It was reported to philips that the display on the device was discolored. The device was reported to be in clinical use at the time, but the information given by the initial reporter does not indicate patient involvement. No adverse event to patient or user was reported.